Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm fenestrated bipolar forceps instrument's jaws clamped and would not open. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgical task being performed with the instrument when the issue occurred was a robotic excision of endometriosis. The issue with the instrument did not occur after a system fault; no recoverable or non-recoverable error was generated. The jaws were stuck on tissue when the issue occurred. The surgeon and operating room staff were not able to successfully open the jaws intraoperatively using a release key or mechanism, nor were they able to use another instrument to pry the jaws open. Since the release key/mechanism was not used and did not work, the instrument was removed from the tissue by the instrument releasing the tissue on its own. There was no unexpected tissue removal during the procedure, and therefore the question of whether additional tissue removal resulted in a successful surgical outcome was answered as no. There was no adverse effect on the grasped tissue; the affected tissue did not require repair or medical intervention.

Manufacturer narrative:
Intuitive surgical inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.